Event description:
Customer reported being hospitalized for high blood glucose levels. It was stated that the pump disconnected from the customer's body prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally. It was reported that customer usually sits down when inserting set and has scar tissue in insertion area. The importance of standing when inserting and the effect of scar tissue on blood glucose levels was explained to customer.